Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-03883. It was reported that a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient¿s laa. A 21mm watchman ® laa closure device & delivery system (wds) was introduced into the was, however, a lot of friction was observed. The wds could not advance through the entire was. Upon removal of the was, a kink was identified. A new was advanced. The same wds was introduced and a lot of friction was noted again; however there wasn¿t a kink. The procedure was aborted and will be rescheduled. The plan for the next attempt is to use a long 16fr sheath to give the was more support; the femoral vein was suspected to be extremely tortuous just after the access point. The physician also reported that the valve of the was is not easy to close which results in additional loss of blood. However, there were no patient complications due to the leak. The patient was stable.